Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence that a device malfunction was the cause of this incident.

Event description:
Knee revision because patient fell and loosened the tibia. The tibial tray and tibial insert were revised.